Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she could not see that well and her near vision was not good at all. No contact information was provided by the consumer; therefore, follow-up could not be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. No contact information was provided by the consumer; therefore, follow-up could not be conducted. (B)(4).